Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported that there was no function and noises. The case was completed with another device. There was no pt consequence.